Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-00611. 1627487-2019-00612. It was reported that surgery occurred to explant and replace the leads, which addressed the patient's issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-00611. 1627487-2019-00612.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-00612. It was reported the patient was experiencing uncomfortable stimulation. Reprogramming was unable to resolve the issue. Surgical intervention is being considered.